Event description:
Belmont tubing channel (diverter valve) locked in one position therefore not allowing the rn to load the tubing properly. The belmont unit had to be swapped out for another unit creating a delay in patient care for an emergent trauma patient who required blood products. There is no known harm to the patient at this time.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont and evaluated. It was reported that the users were having difficulty in loading and inserting the disposable tubing. Whenever the power is off, the valve pincher is always stays far to the left instead of in the middle position. Request to send the unit back for the valve motor and pincher to be readjusted. The incident was initially reported to belmont by the user facility on august 18, 2025. However, a medsun report was received on february 02, 2026, therefore belmont will file a report. There was no report of patient harm. The valve pincher issue is obvious to the user while inserting the disposable set. Another device or alternative methods can be used to continue infusion. Through our investigation it was confirmed that the valve pincher was off-centered. The valve sensors on the daughterboard needed to be adjusted. The unit exhibited no other faults/failures. We will continue to monitor these incidents closely and take further corrective and preventive action if required.